Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained dim. It was identified that the cause for the dim screen was due to an internal short present on transformer (t1) of the inverter board. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became fully operational. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the transformer of the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient¿s contact reported to technical support (ts) that the screen of their liberty select cycler was dim during step 1 of setup, despite the display brightness being set to 10. The contact tried plugging the cycler's power cord into a different outlet, however, the screen remained dim. It was reported that the patient had completed their previous two treatments on the cycler. The patient¿s contact stated they would not perform an alternate form of pd therapy. Although a replacement cycler was issued to the patient, the ts representative advised that they could continue use of the cycler. The contact was encouraged to inform the patient¿s peritoneal dialysis registered nurse (pdrn) of the replacement. Upon follow up, it was confirmed that there were no adverse events experienced and no medical intervention was required as a result of the reported event. The patient completed their treatment on the cycler. The cycler was returned to the manufacturer for physical evaluation and the replacement cycler was received by the patient. Upon evaluation of the cycler by the manufacturer, an internal short was identified on the transformer of the inverter board.